Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the manufacturer's service technician found the touch function of the screen was unresponsive. The manufacturer's service technician evaluated and determined the display was causing the issue to occur on the trilogy evo device. The manufacturer's service technician replaced device's display to address the issue. Additional findings not related to the malfunction/issue was the silver frame around the power button was missing on the device. The manufacturer's service technician replaced the vanity cover assembly to address this issue. After the parts were replaced on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician confirmed the device operated properly and it was cleaned.